Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this product developed an infection. Intravenous antibiotics were administered as treatment for a staphylococcus aureus infection/sepsis. No additional adverse patient effects were reported. This product remains implanted and in service.